Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized multiple times due to diabetic ketoacidosis. They were hospitalized first on (B)(6) with a blood glucose level in 700s mg/dl, second around (B)(6) 2016 with a blood glucose level around 800 mg/dl and third on (B)(6) 2018 with a blood glucose level in 740s mg/dl. The customer¿s blood glucose level was reported to be in 300s mg/dl. The customer reported symptoms like had an issue with her foot, there was a massive blister on her foot. They removed the blister. She reported issues with pressure sores. The customer reported that it came on quickly, she thought she had the flu, she was vomiting at home. She tried to treat with the insulin pump but the blood glucose level did not come down. The customer reported that they had high blood sugar due to issues with their home and carbon monoxide. The customer did not allege the insulin pump for under delivery. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.